Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 0 with fault ID 0x277d. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to call back if the malfunction recurred, which the customer understood and acknowledged.